Event description:
It was reported that "on 20 february 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The first photo shows an arterial catheter with signs of use in the extension line, and the second photo shows a product lidstock. The complaint of no pressure reading was not able to be confirmed by the photos. No damage can be observed to the catheter in the picture; however , evidence of use is visible. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The customer report of no pressure reading was not confirmed by visual inspection of the customer supplied photos. No damage can be observed to the catheter in the picture; however, evidence of use is visible. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.